Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned due to increased threshold and impedance. This was confirmed through latitude and device testing. There were no patient symptoms and no adverse patient effects.